Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt trunk cable was severed, and the trunk cable connector was missing. The root cause for the severed trunk cable and missing connector could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable had a damaged cable or wires exposed.